Manufacturer narrative:
Maryland bipolar forceps had no broken cable observed during visual inspection. The instrument articulated as expected during manual articulation. The grips opened and closed properly. The instrument was placed an in-house system. The instrument failed the recognition test. The instrument information found in the rfid was not detected. Probable root cause is related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted donor nephrectomy surgical procedure, the maryland bipolar forceps was not working during the case and not delivering energy during the case due to broken wire. The case was completed using another instrument of same type. The life remaining was 10 of the instruments. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.